Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. It was stated that the motor does not detect the reservoir and the insulin pump is stuck in the prime/rewind loop. Blood glucose value was 22 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window, broken belt clip slot and missing the end cap sticker.